Event description:
It was reported that multiple intermittent cartridge alarms that occurred. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Event description:
Caller reported a cartridge alarm that occurred during the load process of their pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue and agreed to replace the pump, advising the customer to put the defective pump into storage mode before returning it. Additionally, they instructed the customer to return the problematic pump to tandem with the provided materials within 10 days. The customer will continue to use their current pump as a backup therapy and was informed that the replacement pump will arrive with an earlier software version, with an update available in their source account. The customer acknowledged the instructions and agreed to program their pump settings into the replacement pump, as well as connect their cgm to it.